Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation requiring medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 54-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's spouse informed novocure that the patient experienced skin irritation and sores on the entire scalp. The health care provider (hcp) recommended temporarily discontinuing optune gio therapy. A change of shampoo helped alleviate the symptoms. The patient also used two topical steroid solutions and one antibiotic cream. On (B)(6) 2025, skin irritation persisted, and a dermatologist prescribed an unspecified antihistamine. On (B)(6) 2025, novocure was informed that the issue continued. The patient was applying clobetasol to the affected areas and taking unspecified antihistamines. The patient remained on optune gio therapy. Four photos were provided, showing all sides of the patient's head. Mild to moderate erythema was observed on all sides, corresponding to the shape of the arrays. The prescribing physician replied on (B)(6) 2025, although no additional information was provided.